Manufacturer narrative:
Unit button response function properly. No button error alarms noted. However found trace of moisture damage on the keypad trace. Cracked case all corners of display window, cracked on reservoir tube lip, cracked battery tube threads, scratched on display window and missing end cap sticker noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 240 mg/dl. Troubleshooting was performed. The device was returned for analysis.